Event description:
Revision surgery occurred on (B)(6) 2016. Prior to surgery, system diagnostics showed high impedance. An incision was made to remove the generator, the pin was removed and reinserted three times which showed high impedance each time. The test resistor was inserted and generator diagnostics were performed showing impedance values were within normal limits with the resistor in place. Lead revision was performed. The generator was not replaced. Lead impedance was tested out of the pocket and inside the pocket and was within normal limits. The lead was discarded by the explant facility.

Event description:
It was reported by a physician that diagnostics for a patient showed low impedance. The physician stated the device still seems to be working and the patient is not having seizures. Follow-up by the company representative to the physician revealed there was no trauma or manipulation around the lead or generator. No adverse events have been experienced. There were no previously recorded issues with the device diagnostics. X-rays were planned to be taken, but have not been received by the manufacturer for review. Additional relevant information has not been received to-date.

Event description:
Follow-up by the company representative who attended the patient's follow-up visit revealed that the patient's generator is low in the back area below the ribcage which was requested due to cosmetic reasons. The patient reported it felt like it would "catch or feel funny, like it was caught on something". Two diagnostics at the time indicated high lead impedance. The output current was lowered to 1.0 (from 1.75ma the lead impedance upon diagnostics registered as high. Diagnostics performed after output current reduction to 0.5ma resulted in high lead impedance. The patient was reprogrammed to 1.0ma and was referred for revision surgery. No known surgery has occurred to-date.